Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump had damaged back labels and the case was cracked. Review of the event history log showed the pump displayed occurrences of "no disposable" and "high pressure" alarms. The reported issues were not able to be duplicated during the investigation. Fluid ingression was found on the pump. The investigation determined that fluid ingression was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited beeping and flashing on the display. No patient consequences were reported. No adverse effects were reported.